Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there were oil gel globules. The following information was provided by the initial reporter and translated to english. The customer stated: "there were oil droplets in the test tube.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Testing on lot 0240214 could not be performed as the tubes expired 2/28/2022. Additionally, 4 retention samples of lot 1099601 from bd inventory were drawn with horse blood, mixed, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of oil gel globules. None were found. For the batch: 0240214 expiry date was february 28, 2022 and no further testing could be performed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules on lot # 1099601. Bd was unable to confirm lot 0240214 as the tubes expired on 2/28/2022 and the provided event date was 3/1/2022. Bd makes no claims on expired product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there were oil gel globules. The following information was provided by the initial reporter and translated to english. The customer stated: "there were oil droplets in the test tube."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240214. Medical device expiration date: 2022-02-28. Device manufacture date: 2020-08-27. Medical device lot #: 1099601. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.